Event description:
The customer reported that, during transport, while the unit was in use on a pt, the unit's display blanked out. The unit continued to operate and assist the pt. No pt injury was reported.

Manufacturer narrative:
One or more components were replaced. The company rep observed a weak dc/ac cable from inverter board. The company rep replaced the dc/ac cable, as a precautionary measure, the inverter board dc to ac was replaced too. The unit was tested to factory specification. It functioned normally and was returned to the customer.